Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was noticing a difference between sensor glucose and the blood glucose. It was noted that the customer had blood glucose readings of 50 mg/dl and the sensor was reading 320 mg/dl. During another incident the sensor was reading 57 mg/dl and the blood glucose reading was 102 mg/dl and the insulin pump went into threshold suspend. During troubleshooting, the sensor was removed and the it was noted that the sensor was bent. The sensor is being returned and replaced.